Manufacturer narrative:
The user facility's biomed engineer (biomed) brought the machine down to shop and found it was leaking from the front. He attempted to order parts but was informed he was not trained. The field service rep (fsr) performed preventive maintenance (pm) on 09/09/2014.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking in the front by the motor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.